Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation. The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the device had broken pressure sensor which was resolved with replaced sensors checked operations all checks passed. There was no patient involvement.